Manufacturer narrative:
Patient information is unknown. It is unknown when the screw broke. Number 510k: this report is for an unknown cortex screw/unknown lot. Part and lot number are unknown; UDI number is unknown. Partial part number 414.xxx provided. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported the implants were initially implanted during a tibial plateau fracture surgery on (B)(6) 2014. On (B)(6) 2017, a planned revision surgery to extract the implants was performed. After the surgery, the surgeon noted that tip of a cortex screw was broken. However as far as he saw in the x-ray photos which were taken after surgery, he could not find a broken part in the patient¿s body. There was no patient harm; the procedure was successfully completed with no other medical intervention or surgical prolongation. The patient¿s status was reported as good. This report is for an unknown cortex screw. This is report 1 of 1 for com-(B)(4).